Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation the zilbs-635-10-10 device of unknown lot number involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. This file is related to (B)(4) to capture a kink in the delivery system as seen in the lab evaluation for (B)(4). The device related to this occurrence underwent a laboratory evaluation on the 07th december 2023. Refer to pr 413148 returned notes section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. It may be noted the 02 devices which were returned for a lab evaluation and were not individually labelled, it is impossible to distinguish which device is associated with lot c1901483 or c1919902. Therefore, this complaint file was reported as unknown lot number and both devices were investigated. (B)(4). Visual inspection: curvature observed on delivery system, red safety tab not returned, slight kink observed approximately 51.5cm from the distal tip. Functional inspection: devices flushes with no issue, 0.035" wire guide passes through with no issue, stent already deployed. (B)(4). Visual inspection: curvature observed on delivery system, red safety tab not returned, no other defects noted. Functional inspection: devices flushes with no issue, 0.035" wire guide passes through with no issue, stent already deployed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records were reviewed for both lot numbers returned, c1901483 and c1919902. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records for c1901483 and c1919902 confirms the failure mode has not previously occurred for either work order returned. Instructions for use and/label: the japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: " 6) take care not to kink the delivery system during use.. " there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause may be attributed to tortuous anatomy. From the information available, that patient anatomy was tortuous. As per engineering input, although kinking may have occurred at different times, the root cause for the kinking can still be attributed to tortuous patient anatomy. The slight kink observed in the lab evaluation would not have contributed to the event described where the stent deployed on its own, per engineering input kinking should not have led to premature deployment. Tortuous patient anatomy may have exerted external forces on the device, which could have caused premature deployment. Outer sheath movement could be restricted by kinking, this would prevent deployment rather than causing it. Corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Summary: according to the initial reporter, the zilbs-635-10-10 device was inserted through the forceps channel along with a wire guide. After reaching the target site and while adjusting the position, the stent deployed on its own and was implanted in a position slightly off the target position by 1 to 2 cm. Because the stent was placed slightly off the intended position, an attempt was made to place an additional zilbs-635-10-6 in the distal bile duct in the same manner transendoscopically along with a wire guide. Confirmed quantity of 01 device, confirmed used. Patient outcome noted in the description of event that there was no health hazard to the patient. Investigation findings conclude a definitive root cause could not be established. Possible root causes include tortuous patient anatomy. Complaints of this nature will continue to be monitored for potential similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15 aug 2024.

Manufacturer narrative:
PMA/510(k) # k163018 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This was a transendoscopic approach to the bile duct. Transendoscopically, zilbs-635-10-10 was inserted through the forceps channel along with a wire guide. After reaching the target site and while adjusting the position, the stent deployed on its own and was implanted in a position slightly off the target position by 1 to 2 cm. (B)(4). Because the stent was placed slightly off the intended position, an attempt was made to place an additional zilbs-635-10-6 in the distal bile duct in the same manner transendoscopically along with a wire guide, but the insertion of the delivery system into the bile duct was not successful and the placement of the additional stent was abandoned. (B)(4). It was determined that the stenosis was covered by the first zilbs-635-10-10 and the procedure was completed without additional stent placement. No health hazard to the patient. The patient may be implanted with a metallic or plastic stent again at a later date, depending on the situation. This file will capture a kink in the delivery system as seen in the lab evaluation for (B)(4) . Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes; <physician's comment> please investigate why the zilbs-635-10-10 stent deployed on its own. <sales rep's comment> the physician has used this product many times and does not see any problems with its use. 1-1 (if any damages were confirmed prior to use)was the package damaged? No 1-2 (if any damages were confirmed prior to use)how was the device stored? 1-3 was a sphincterotomy or balloon dilation performed prior to use of the stent device? Est 1-4 was post-dilation performed after the placement of the stent? No 1-5 what brand of endoscope was used with the device? Olympus/tjf-290v 1-6 what was the target location for the complaint device? Hilar to distal bile duct 1-7 was the device flushed through both flushing ports before the procedure, as per IFU? Unknown 1-8 details of the wire guide used (name, diameter, hyrdophyllic)? 1-9 was resistance encountered when advancing the wire guide or delivery system to the target location? No 1-10 how did the physician deal with this resistance? 1-11 was the patient's anatomy tortuous? Yes the patient had the usual degree of anatomy tortuosity. 1-12 did the tip of the delivery system cross the target location? Yes 1-13 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes 1-14 was the stent being placed through the side wall of a previously placed stent? No 1-15 was the elevator in the down position during deployment? Yes 1-16 are images of the device of procedure available? No